Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was further reported that during the procedure the surgeon fully depress the trigger until the click and tip of the needle was still in scope view. The surgeon penetrated the meniscus all the way to the depth stop and used probe as the technique indicates. The failure occurred after releasing the second implant. The failure was noted at the end, when the surgeon tracked the suture. There was surgical delay of approximately fifteen (15) minutes. There were no patient consequences or impact to the user or patient. The case was completed by opening another truespan that worked okay. No other surgical intervention was planned.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the affiliate via e-mail that during the surgery one of the truespan 4 degree peek fails and presents a quality problem. After firing the trigger twice and positioning both implants in the meniscus, at the moment of removing the device/gun, the suture is cut without the possibility of pulling to make the knot. A new truespan part of the transit equipment had to be opened (this one if it works correctly).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore, unavailable for a physical evaluation. This complaint cannot be confirmed. No non-conformances were identified for this part-lot number combination per qlik query executed (B)(6) 2019. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).